Event description:
The pt called lifescan and alleged a vial of test strips had peeling strips in it. This event occurred in 2003. At the time the pt had symptoms of swollen legs with irregular breathing and pulse. The pt also had a fever. The reading the pt reported was 355 mg/dl. At some time the pt contacted emergency services, the paramedics arrived (time unk) and on their accucheck meter their reading was "not under 288 mg/dl." The pt was hospitalized for diabetes control and treated with an IV and oral medication. The pt cannot recall other readings, but stated the readings were "never below 288 mg/dl." Based on the info obtained from the pt, the test strip issue is reported as a product malfunction, however there is not evidence that the product led to an adverse event. Their readings were high and they were treated for and monitored for hyperglycemia. The symptoms are not typical for hyperglycemia. The test strips were replaced and return is expected.